Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from india of break in aseptic technique (coded to peritoneal dialysis complication) and peritonitis in a patient. On (B)(6) 2012, the patient began treatment with dianeal pd-2 ultrabag 2.5% therapy intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The cause of peritonitis was break in aseptic technique further described as did not wear a mask. On (B)(6) 2012, the patient was treated with vancomycin (2g/2l, frequency, and route not reported) and netlamycin (40mg/2l, frequency, and route not reported). On (B)(6) 2012, the patient was discharged from the hospital. It was reported that the patient is recovering, retraining was not reported.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. The product code is unknown and 510k number are unknown. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.